Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a meniscus repair the fast-fix failed. The implants were des-inserted from the sutures thread's on each point t1 and t2, they were remaining inside the joint. The ts were removed and the procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture, size 2-0 ultrabraid blue/white cobraid drawing, found a material of certification is required with each lot. A visual inspection was performed. The depth limiter was in the default position. A portion of the suture was included. The suture was no longer attached to the device. The slipknot was not present in the suture. One end of the suture appeared to be frayed. The deployment slider was in the t1 position. The needle was not bent. No anchors were present. A functional evaluation was performed. It was concluded that the anchors were separated from the suture. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of excessive force to the suture.